Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use at the time of the reported event. Philips tried to collect information regarding the procedure however, no further information was available as per technical support specialist. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system gave an alert indicating there was a programming error, which was impacting geometry movements. The rse reviewed the logfile and confirmed and that there was an error with geometry segment controller. As per the technical support specialist, the system was serviced by a partner and there was no additional information because the partner didn¿t give feedback about performed diagnostics. After work performed by the partner, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system gave an alert indicating there was a programming error, which can impact geometry movements. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.